Event description:
It was reported that the patient got some bad medication one time that "about killed him". The pump was used to deliver hydromorphone, clonidine, bupivacaine, and baclofen.

Manufacturer narrative:
(B)(4) "got some bad medication one time that about killed him". (B)(4).

Manufacturer narrative:
(B)(4)